Manufacturer narrative:
The investigation for the reported issue has been completed. Optical spikes were seen on the returned data logs. Analysis of the fringe pattern and 5s parameters in the lab was inconclusive. Thus, the cause for the spikes is unknown. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported a placement signal failure approximate 10 minutes into support. The pump was removed and replaced with no adverse impact to the patient.